Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9011163. Checking the quality databases revealed no anomaly in connection with the described defect. B3: estimated date.

Event description:
According to the available information when attempting to retrieve a broken basket, the basket broke and remained in the patient.

Manufacturer narrative:
According to the complaint description lot number and sample are available. After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot n°9011163. We received two basket of broken dormia. After disinfection a visual examination was done and basket seems to be broken or cut. These components was made by our supplier which was informed about this issue and samples sent for an investigation. On july we received supplier's conclusion: the review of the related production documents did not indicate any deviations or irregularities. All process steps and tests were carried out in accordance with the valid dmr. During the investigation of the complained product, it was found that the corewire of the basket has been cut. As the function and the tensile strength of each basket is 100% tested at epflex, we assume that the damage is due to excessive mechanical load. Due to the 100% functional test during production at epflex, we can say with certainty that the damage was not present at the time of delivery. In addition, our documentation reveals a 100% inspection is performed following our work instruction ¿fsi¿ and inspections are documented on page 4 and 5 /6 (section 4 § 14): control realized at 100% after the assembling: each step of the process. Functionality verified (section 4). After the packaging, visual control at 100%. During the packaging, a opening and closing test is perform three times and a checking the basket is fully extended is performed. According to the informations known and investigation done, quality databases was checked and revealed no anomaly in connection with the described defect. A similar case study was done based on same item number:ext224; same defect: broken since 4 years ago: one similar case was found.

Event description:
According to the available information when attempting to retrieve a broken basket, the basket broke and remained in the patient.